Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold and high pacing impedance were noted on the right ventricular lead. The lead was capped and replaced and the patient was in stable condition.